Manufacturer narrative:
The system was examined and the reported event was replicated. The compressor leak was repaired to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. No probe sample was returned for evaluation for the report of poor aspiration and cutting during surgery, with a system message (sm) displayed. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. The root cause of the reported event can be attributed to an issue with the facility¿s air compressor. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor aspiration, vitrectomy probe not cutting and probe "blocks" during a vitrectomy procedure. It was also noted that there was a system message displayed. The system message was unable to be cleared. The case was completed. There was no harm to the patient. Additional information has been requested and received.